Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 40 mg/dl. Customer treated with food and glucose tablets for their low blood glucose. Customer received change sensor and calibration not accepted alert. No information was provided on symptoms. It was unknown if the customer was using auto mode at the time of event. Customer declined the troubleshooting. No further patient complications were reported.